Manufacturer narrative:
No rewind anomaly was noted. The insulin pump had operating currents within specification and passed the functional testing, including the rewind, self test, reset error test, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test and displacement test. No error alarms were noted during test. The insulin pump had minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for errors. He did not recall the blood glucose reading. The customer could not rewind the insulin pump and was advised that the insulin pump would be replaced and agreed to return the product for analysis.